Manufacturer narrative:
The reported complaint was confirmed via biomedical engineer (biomed) involvement. Manufacturer's subsidiary reported the central control monitor (ccm) was repaired through a non-manufacturer outlet.no additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Issue occurred in (B)(6) 2015, specific date is not available.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a problem with the touch screen, when the user wants to adjust the values (flow, speed) it was difficult to move the cursor on the central control monitor (ccm). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: initially, the complaint was that when they adjust the values (flow and speed), it is difficult to move the cursor. Upon further clarification, the issue affects all parameter functions on the touch screen, as it is an issue with the cursor. It seems to be worse on the left side of the screen. The problem is noted from the time the unit is turned on and in all screens, including the perfusion screen. All of the pumps continued to function and could be controlled and monitored with the local displays. No safety sensors are used, because they have not been able to enable them. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Per email and phone conversation on (B)(6) 2015, between manufacturer technical support and distributor manager, "after we hang up, the user facility¿s biomedical engineers (biomeds) calibrated the touch screen on the central control monitor (ccm) and now is working properly."